Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized for the event on the same day as onset. The patient treated was not reported. Five days after the date of onset, the patient recovered from the event and was discharged from the hospital. No additional information is available